Manufacturer narrative:
Batch review performed on 26 july 2021. Lot 2010164: (B)(4) items manufactured and released on 01-feb-2021. Expiration date: 2026-jan-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
1 month after the primary the patient came in reporting pain due to a fractured femur and the cause of the fractured femur is unknown. The surgeon revised the femoral component and insert. The surgery was completed successfully.

Manufacturer narrative:
Update received on 03.jan.2023): on (B)(6) 2022, the surgeon removed the spacer components and implanted permanent hardware.